Manufacturer narrative:
Reference MFR report # 2916596-2015-01507 for the previous report of stroke. Approximate age of device - 7 months. The pump was not explanted. A correlation between the device and the reported stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a verbal altercation with her granddaughter and returned to her room to cool off. Approximately 30 minutes after the altercation, the patient¿s granddaughter heard a low battery audible notification. Fifteen minutes later, the patient¿s granddaughter found the patient unresponsive in her room and called 911. The patient was intubated when emergency personnel arrived. The patient was reportedly unresponsive and had agonal breathing during transport to the emergency department. The patient reportedly had autonomic dysfunction and had a history of becoming presyncopal or syncopal with low flow alarms when her mean arterial pressure would fall below 100 mmhg. A head CT (computerized tomography) scan demonstrated a large all-ventricle bleed with the brainstem pushing through the cranial opening. Consultation with both neurosurgery and neurology confirmed that there was no medical or surgical therapy that would provide the patient with any survivability from the event. Support was withdrawn on (B)(6) 2015 and the patient expired on (B)(6) 2015.